Event description:
This case, reported by a consumer via a company representative, concerns a female patient. The patient medical history was not provided. Concomitant medications included: losartan and omeprazole for unknown indication. The patient was receiving insulin lispro (humalog), 1 iu, 2 iu and 3 iu, frequency not provided, subcutaneously for treatment of diabetes mellitus, beginning date not provided. In 2007, unknown time after beginning the treatment via humapen ergo teal/clear pen body (lot40092) with a clear cartridge holder attached (lot not provided) the patient experienced ketoacidosis. On the same day, she was hospitalized. The reporter informed the patient used to remove the insulin from vials to the device because the hospital did not provide her the insulin lispro in cartridge. As corrective treatment she received insulin lispro 5iu and insulin glargine 6iu, subcutaneously. At the hospital she experienced lipodystrophy. It was unknown if she received corrective treatment for lipodystrophy. On the same day, at 16:00hs, the glucose level was checked and the value was 60 mg/dl. It was unknown if she recovered from events. She was still hospitalized. The device was reported to be blocked, but after further review the device was within test specifications. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with cid00553635. The operator of the device was unknown. It was unknown if the operator was trained. It was unknown for how long this device model had been used. The patient had used the reported device for five years. The device returned and investigation was in progress, it was unknown if the humapen ergo teal/clear pen body was continued or if it was switched by other device. The insulin lispro lot number and expiration date were not provided. Attempt to follow-up. 2007. Additional information on 29-oct-2007 by reporter was added with the initial reporter. Update 09-nov-2007: additional information on 02 and 07-nov-2007 by quality control: update 09-nov-2007: changed the malfunction field from unknown to no because after further review the device was within test specifications. Completed the EU/ca field. Updated corresponding fields and narrative.

Manufacturer narrative:
Investigation in progress.